Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2019, the patient was referred for cardiac catheterization and index procedure was performed. The target lesion #1 was located in the mid right coronary artery (rca) with 90% stenosis, and was 62 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of 2.75x38mm and 3.00 mm x 28 mm promus premier stents. Following post dilatation residual stenosis was 0%. Six days later, the patient was discharged on aspirin and other antiplatelet medications. In (B)(6) 2019, the patient died. No other action was taken for treating the event.